Event description:
The pins would not lock on the cot. Allegedly, the wheels would not lock when the cot was lifted. An emt allegedly injured his back, and was treated in the emergency room with vicodin. He received workman's compensation and was removed from duty for approximately 6 days.